Manufacturer narrative:
Upon investigation of the actual device used in this incident, that the medication orders did not fall in the med list due to interface setting not at the device level. A technical support specialist reached out to customer to investigate, but no response received. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medstation es server medication orders did not fall off in the med list, involving controlled substances. The customer stated that the issue was likely reside within the interface setting, not on the device level and confirmed that there was no patient harm but near-miss events happened. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis medstation es server medication order did not fall off in the med list, involving controlled substances. The customer stated that the issue was likely reside within the interface setting, not on the device level. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d4, d5, d9, g6, h2, h4, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 15-aug-2022 to 14-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication order did not fall off in the med list, involving controlled substances. A technical support specialist found that the issue was due to interface setting not at the device level. Contacted customer to make necessary changes to resolve the issue. The system was functional as intended after assessed by the technical support specialist.